Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with incomplete re-epithelialization in the right eye five days post photorefractive keratectomy. The patient was given a sodium chloride hypertonicity ophthalmic solution to use in the right eye at night. The patient will be seen in follow up at a later date. Additional information received states that the patient's symptoms are continuing and is experiencing light sensitivity. The patient was prescribed a topical steroid eye drop.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. No technical root cause could be determined as the system is performing within specifications. (B)(4).

Event description:
Additional information received states that the patient's symptoms have resolved.